Manufacturer narrative:
Isi has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large hem-o-lok clip applier instrument would not clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. When the surgeon attempted to clip the tissue, the instrument was not clipping as expected. A backup was used to complete the procedure without issues. Large clips were used with the instrument. The tissue was not more than what is listed in the instructions for use (IFU). The instrument will be returned to isi for analysis. No patient demographic obtained.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip, for clarification, the clip could not be applied to clip to do clip test. The instrument passed engagement but was unable to retain the clip. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.